Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal, the inflation pump was controlled intended to inflate the balloon but it did not inflate at all. It was confirmed that the inflation pump was securely connected to the inflation valve and re-operated the pump, but the balloon did not inflate as well. A new product was opened to solve the problem. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the dissector balloon and insufflation bulb were received. The circular seal for the dissector balloon was cut. The lock collar and trocar balloon appeared intact. The obturator and inflation syringe were not received. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. The hole was covered, and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.